Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please give more information on how the device fail in cavity? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Does the spring retrieve from patient body? Is this available for return ? Additional information was requested, and the following was obtained: "please indicate if there was a device fragment inside the patient: no". If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pulling the trigger causes the device to fail in cavity and a spring to come out of the device. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/8/2022 the following additional information was requested and the following responses were provided: could you please clarify whether or not there was an attempt to fire the device? Were attempts made to fire the device and the device did not cut or staple? Or were no attempts made to fire the device? Yes, an attempt was made to fire the device, did not staple or cut the tissue. Could you please give more information on how the device fail in cavity? No did the device deliver any staples? No if yes, were the staples formed properly? No if yes, was the staple line complete? No did the device cut? No if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No was there any difficulty opening the device? No cut made if yes, how was the device removed from the patient? No if yes, did the jaws eventually open? No does the spring retrieve from patient body? Yes.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2022. D4: batch # 499a19. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a component protruding in the firing trigger area and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device fired without any difficulties noted. The instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.